Event description:
It was reported that the patient presented to the emergency room with complete heart block. A magnet application on the implantable pulse generator (ipg) elicited no paced response and end of life battery depletion was suspected for the ipg. It was noted that the patient had been lost to ipg follow-up for more than several years. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2003. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.